Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing. Which was believed to be caused by lead dislodged. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned intact to our post market quality assurance laboratory with the helix mechanism in a retracted position. The visual inspection found dried blood around the helix. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. In addition, the stylet insertion test failed insertion force was tough throughout the lead, likely due to body fluid. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing. Which was believed to be caused by lead dislodged. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.